Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (unable to run incoming testing) was confirmed. Upon investigation the monitor was unable to run incoming testing. The cause for the failure was isolated to the computer/analog board. Capacitor c9 was shorted. The root cause for the shorted capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported the inability to run incoming testing.